Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "19-year-old male post cardiac arrest. The meds were documented as IV (just fyi). The patient had rosc prior to arrival to us and our team started an IV and went to pull the io out by turning it as per guidelines and the needle was broken off in the patient's left humerus. An xray here confirmed that the placement was in the humeral head as intended." Additional information requested from the account.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "19 year old male post cardiac arrest. The meds were documented as IV (just fyi). The patient had rosc prior to arrival to us and our team started an IV and went to pull the io out by turning it as per guidelines and the needle was broken off in the patients left humerus. An xray here confirmed that the placement was in the humeral head as intended." Additional information requested from the account.